Event description:
It was reported that an explant of the lead was planned as the patient had discs that the health care professional (hcp) needed to stabilize. It was noted that the hcp suggested removal of the spinal cord stimulator. It was noted that the patient was happy with the system. It was noted that it was unknown if there were patient symptoms associated with the event. It was noted that the patient was alive with no injury at the time of the report.

Manufacturer narrative:
No device analysis was performed; the device met risk-based analysis criteria.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the manufacturer representative spoke with the patient and they had back surgery spinal fusion and their device was explanted on (B)(6) 2013. It was noted that the patient stated that the "pain in ... Right leg is no in pain now following surgery." The patient was doing well as of (B)(6) 2014. The patient stated that the patient remained a positive advocate for implantable neurostimulator (ins) therapy. The patient stated that they tell their neighbors that they should get a stimulator for their leg pain. It was noted that the hcp would reimplant the patient was an ins system in the future should their needs change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.